Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage from the tubing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage from the tubing.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage from the tubing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage from the tubing.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 22-nov-2022 . H.6. Investigation summary: bd received 2 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cut tubing (leakage) was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for cut tubing (leakage) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cut tubing (leakage). Bd determined that the root cause of the indicated failure mode was attributed to the packaging process during manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.